Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "pelvic fracture" (not device related) is considered an unexpected adverse drug experience. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that a subject experienced the non device related event of ¿pelvic fracture,¿ five months after they were injected in the hands with juvéderm® volift® with lidocaine. Treatment was noted as ¿doliprane 1g¿ and ¿tramadol 50mg." Event is ongoing at this time.